Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was noticed a tear located in the union between patch and shell. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a with mentor memorygel breast implant 350cc and experienced a bilateral rupture post operatively. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the right side implant.